Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 350cc saline breast prosthesis, catalog #3501655, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 350cc saline breast prostheses when both prostheses deflated after implantation. In addition, the patient reported that the implanted devices are making her really sick. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 30-jul-2021, mentor received additional information about the event: the lot number is 254649. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The serial number was initially reported to be (B)(6). It is now stated to be (B)(6). The patient is suffering from the following symptoms: diagnosed with celiac disease, pain, trouble breathing, developed allergies to food and medicines, bilateral capsular contracture (baker grade unknown), and a palpable mass on the left breast. Manufacturer¿s reference number: (B)(4).